Event description:
Patient presented to the physician with an infection at the chest incision site and a stimulation lead that eroded through the chest incision. Physician brought the patient into the or and removed the entire inspire system.